Event description:
Had lap band placed (B)(6) 2009. Many health issues developed over the years including esophagitis, severe anemia, gerd, and port pain. It even leaked inside and they didn't know why. Had it removed (B)(6) 2016.